Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer might have needed an ambulance. The customer was not using the insulin pump because she ran out of supplies. She also did not test her blood glucose values and did not have a back up plan. The customer was sent emergency supplies. The product was not returned. Nothing further to report.